Event description:
The user facility reported the pt presented with multiple injuries (scalp lacerations, and intracerebral hematoma, no midline shift, no ventricular blood) due to road traffic accident in 2002. A camino catheter was inserted. Temperature monitoring was not possible following insertion of catheter. Multiple attempts were made by trying different camino monitors and cables but temperature monitoring was not possible. In july 2002 the intracerebral pressure was up to 45 at 10am. Pt was pyrexial (elevatd temperature) and intracerebral pressure was up during chest physio (x-ray). The pt was treated with mannitol. The intracerebral pressure went down to 13 to 25 until 13:30. The intracerebral pressure was up over 30 and continued to increase to over 40. The pt's pupils were unreactive, axilla temperature was 38.8 c. There was good icp trace. The pt was once again treated with mannitol and icp fell to 35. There was no further icp decrease, therefore 100mls of 5% saline at 1500 was administered. The pt was evaluated by the neurosurgeon who re-zeroed the camino bolt which resulted in icp of approximately 10. Satisfactory icp trace maintained throughout. The pt's pupils were unreactive each time of icp recording of more than 30. In august 2002 the pt still had the camino in place.